Manufacturer narrative:
Carefusion complaint number: (B)(4). In the event the device is received for evaluation or additional information is provided a follow-up report will be submitted. (B)(4). At this time, carefusion has not received the device from the customer.

Event description:
The customer stated that she is not able to calibrate the driver displacement indicator printed circuit board, the light emitting diode's are always to the right and by turning the potentiometers on the driver displacement indicator printed circuit board the light emitting diode does not move at all. Tech support informed customer that most likely the driver displacement indicator printed circuit board needs replacement; also the driver probe may be the problem. Customer claims this unit was not on a patient when the problem occurred.